Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the rep was to attend a pump revision due to the pump flipping. The rep stated they anticipate the catheter may be coiled due to the flipping. The rep reported the expected reservoir volume was the same as what they previously put in at the last refill so the rep wanted to know the next steps. It was reviewed to check the pump logs. The rep stated they would do that and the hcp planned to put the pump on the back table to make sure it was pumping medication. No further details could be provided. No symptoms or patient complications reported.